Manufacturer narrative:
Date of event: approximated to (B)(6) 2020.

Event description:
It was reported that inadvertent deployment occurred. A 6x100x103 innova self-expanding stent was selected for use. Upon opening the package, the shaft was observed to be kinked and the stent was partially deployed from the catheter. The device was not used in the patient. No patient complications have been reported.

Event description:
It was reported that inadvertent deployment occurred. A 6x100x103 innova self-expanding stent was selected for use. Upon opening the package, the shaft was observed to be kinked and the stent was partially deployed from the catheter. The device was not used in the patient. No patient complications have been reported.

Manufacturer narrative:
B3: date of event: approximated to (B)(6)2020. Device analysis by MFR: the returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent is partially deployed 3.5cm from the distal end of the middle sheath. There is a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The pull handle and yellow thumbwheel lock is still in the manufactured position. There is blood present inside the sheath. Inspection of the remainder of the device, revealed no other damage or irregularities.